Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient came in for final cbct prior to signing off for loading all implants on the maxilla. Found probing depth of 5+mm on the implants at tooth locations #4 and #11 along with gingival inflammation and bleeding. The implants were removed due to bone loss. Curettage was performed, and bone graft was placed.

Manufacturer narrative:
Upon review of the reported event, it was determined that this medwatch was not filed under the correct MFR number. This supplemental report is being reported as a retraction for MFR number: 2080953-2023-00813. Correction: all details and information associated with this event have been documented and reported under MFR number: 0002023141-2023-01956.

Event description:
Upon review of this reported event, it was determined that this medwatch was not filed under the correct MFR number. This event has been reported on MFR number: 1038671-2022-01298.